Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement time (ert). A new cardiac resynchronization therapy defibrillator (crt-d) was placed. No additional adverse patient effects were reported.